Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity one month post implant was 1.5 years. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate. Data analysis also showed daily right ventricular (rv) pace impedance measurements were a mix of low readings and noise values. Technical services (ts) consultant recommended device replacement as soon as possible. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity one month post implant was 1.5 years. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate. Data analysis also showed daily right ventricular (rv) pace impedance measurements were a mix of low readings and noise values. Technical services (ts) consultant recommended device replacement as soon as possible. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity one month post implant was 1.5 years. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate. Data analysis also showed daily right ventricular (rv) pace impedance measurements were a mix of low readings and noise values. Technical services (ts) consultant recommended device replacement as soon as possible. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.